Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the patient's implantable cardioverter defibrillator was in backup mode, due to an interrogation problem. The device was restored without issue. The patient was stable throughout and would continue to be monitored.